Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were having display anomaly. The customer's blood glucose was unknown at the time of incident. The customer called back and stated that the issues persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days and no display anomaly was noted. The pump passed the self test. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.